Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the cartridge was not fully snapped into the pump. Customer reloaded the cartridge and resumed insulin delivery. Customer's blood glucose level was 225 mg/dl.